Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700588 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device would not fire properly. The clip when fired it came out closed and then fell out. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The 1st clip fired but was broken. This is an indication that the clips stacked up on one another and got out of position. Another attempt was made and the next clip was unable to load properly. This was repeated two more times with the same result. In total, four clips were fired and none of them loaded properly. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the lubrication on the ratchets were not applied properly. The lubrication was not applied to the right spot on the ratchet which caused there to be other remarks: an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged. This resulted in the ratchet ears breaking and causing the clips to become out of position and stack on one another. The clip stacking caused the first clip to break in the channel. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The 1st clip fired but was broken. This is an indication that the clips stacked up on one another and got out of position. Another attempt was made and the next clip was unable to load properly. This was repeated two more times with the same result. In total, four clips were fired and none of them loaded properly. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the lubrication on the ratchets were not applied properly. The lubrication was not applied to the right spot on the ratchet which caused there to be an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged. This resulted in the ratchet ears breaking and causing the clips to become out of position and stack on one another. The clip stacking caused the first clip to break in the channel. The lubrication not being applied properly is a process related issue. Nonconformance has been opened to further investigate this issue at the manufacturing site. Reference attached file (B)(4) for investigation photos. The lubrication not being applied properly is a process related issue. Nonconformance has been opened to further investigate this issue at the manufacturing site.

Event description:
It was reported that the device would not fire properly. The clip when fired it came out closed and then fell out. There was no reported patient injury.